Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged "the pump gave an empty cartridge warning when the cartridge was not empty". The patient's mother stated she didn't look at cartridge, just loaded it again and the pump read there were at least 60 units left. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: a review of the black box showed call service 144 empty cartridge alarms. No activity outside of normal use was found. The battery cap was not returned, a test battery cap was used for testing. The rewind, load, and prime steps were performed successfully. The call service 144 empty cartridge alarm was simulated, and the pump gave the appropriate auditory and vibratory alarms. The pump cover was removed to find no intermittent conditions were found to the circuit, or debris in the cartridge compartment. The history settings issue was unable to be duplicated during investigation. (B)(4).